Event description:
It was reported that the ilet pump¿s screen was cracked, and a replacement device was arranged with instructions provided for shutdown and return. Symptoms included no impact to blood glucose. Outcomes included no clinical effects and no need for medical intervention. Investigation included customer interview and logistical replacement actions. Investigation of this device revealed a damaged external display component consistent with screen breakage, with no functional alarm or therapy impact reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.